Event description:
Event description cpi received information that this endotak (0064/004809) transvenous defibrillation lead was removed from service due to a rate sensing issue. The patient was admitted for routine replacement of an implantable cardiovertor defibrillator (ICD), during testing with the new ICD a message of shorted lead appeared. The ICD was removed and the endotak leads were capped. The next day (02/24/98) the physician attempted to remove the endotak leads but was unsuccessful. On 02/25/98 a sternotomy was performed and the endotak leads were explanted. The endotak lead (0063/001956) was also removed and is being reported due to laboratory results, no allegation was made against this lead.